Event description:
The event is reported as: "complaint alleges that even if the temperature increased very high (due to the nurse forgot to remove the clamp; the alarm did not start. As a result; the pt desaturated and the physician had to reintubate the pt." Pt did not suffer from any consequences.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.